Event description:
It was reported patient had some discharge at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 wherein the pocket site was cleaned. Patient was given antibiotics to treat the infection. Issue was resolved.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.